Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they went into a state of hypoglycemia. Paramedics were called who treated the customer with IV. The customer was admitted to the hospital on (B)(6) 2015 with a blood glucose level of 31 mg/dl. The customer stated that they had changed their infusion set, ate dinner but later woken up from bed sweaty prior to the event. The customer was assisted with trouble shooting and found that everything seemed to be in order. The customer stated that they will speak to their health care provider about the possible causes of the low blood glucose.